Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the device was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. No further information is available at this time.